Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleed was most likely use issue related due to anticoagulation management since the acts were out of recommended range.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior coronary artery bypass grafting and known coronary artery disease. During support, oozing was noted around the repositioning sheath, and manual pressure was applied for more than 30 minutes. Following device explant, the patient developed vessel ischemia associated with a thrombus that required surgical thrombectomy and open arterial repair. The patient survived to explant. The reported ischemia may be associated with compromised distal perfusion related to femoral arterial access and severe cardiogenic shock physiology. The reported thrombosis may be associated with the patient's critical condition, vascular access manipulation and interruption of flow during explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.